Manufacturer narrative:
(B)(6), the reporters address was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was smoking during operation. It was further reported that the hose was broken on the device. It was not reported if the event occurred during surgery. There were no delays to a planned surgical procedure. It was unknown if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor and control were defective (liquid damage) and the clutch was worn. It was also noted that the device failed the following pre-tests: cutter lock assessment, motor thermistor assessment, handpiece temperature assessment, hand control assessment and noise assessment. The reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.